Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, that inner pack of the bur was sealed with the outer pack and bur would not drop down into the sterile field. It was also reported that there was no delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, that inner pack of the bur was sealed with the outer pack and bur would not drop down into the sterile field. It was also reported that there was no delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, that inner pack of the bur was sealed with the outer pack and bur would not drop down into the sterile field. It was also reported that there was no delay as a result of this event. It was further reported that there were no adverse consequences and the procedure was completed successfully.